Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris¿ smartsite¿ gravity set had components separate. The following information was provided by the initial reporter: "part number 2477-0007 a blood set leaking".

Event description:
It was reported that bd alaris¿ smartsite¿ gravity set had components separate. The following information was provided by the initial reporter: "part number 2477-0007 a blood set leaking."

Manufacturer narrative:
H6: investigation: two photos were provided for quality investigation. One photo was of the packaging and one photo was of the failure on the gravity set. The customer complaint of separation component was verified by inspection of the photo. The photo shows an image of the drip chamber separating from the tubing at the drip chamber outlet port. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. The manufacturing location has been informed of this issue and a failure investigation, CAPA #3974230, has been initiated.